Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 3ml luer-lok¿ syringe experienced a mix of product types in a pack. The following information was provided by the initial reporter: customer reports that when doing hemotherapy he noticed that some syringes were missing the thread that usually comes, he noticed that some syringes came normal from others, he went to the pharmacy to make the complaint and informed that he left the defective material with them left over only one sample.

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance records and quality notifications were performed and no deviations were found for this lot. Photos were made available by the customer for evaluation, where it was possible to observe luer slip mixed syringe, luer look needled syringe. As verified in the production history, the cause of the occurrence is related to an operational failure during setup and line cleaning, where a syringe from the previous catalog (luer slip syringe) was packaged in the lot of syringa luer look.

Event description:
It was reported that the bd plastipak¿ 3ml luer-lok¿ syringe experienced a mix of product types in a pack. The following information was provided by the initial reporter: customer reports that when doing hemotherapy he noticed that some syringes were missing the thread that usually comes, he noticed that some syringes came normal from others, he went to the pharmacy to make the complaint and informed that he left the defective material with them left over only one sample.